Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation. This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended.

Event description:
Arjohuntleigh has become aware of the issue alleging that during the patient transfer from toilet to a chair, using the sara 3000 floor lift, the resident had lost their body weight balance and fell to his knees on the device foot plate platform. The patient was reported to be supported in sling accessory. No injury was stated. After the event, the device was put through a function test and no deviation was observed - the device was in full working order. From this it appears the device was up to specification at the time of the incident.

Manufacturer narrative:
An investigation was performed based on the gathered complaint information. When reviewing the reportable events for sara 3000 and similar active lifts, we have found a number of cases related to the failure: patient not suited for use with the device - note that this was the only relevant issue found according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. The sara 3000 device involved in the event is an active resident lift. This means that the patient is intended to have an active participation in the transfer process from raising the patient to the standing position to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is to be mentally and physically capable of at least partial standing capability and stability. In accordance to the information provided by the involved customer facility staff, at the time of incident the resident was not bearing his weight. No information about the pre-exisiting patient's health condition nor size of used sling has been revealed. The device was inspected by arjohuntleigh technician visiting the site and no malfunction was found on the sara 3000 lift that could contribute to the event, therefore the device was found to be working up to the manufacturer specification when the event took place. Based on the above, arjohuntleigh assumption is that the facility staff was not aware about the importance of the professional patient assessment, which should be carried out by a qualified nurse or therapist, before commencing the lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When the device is used as instructed per the IFU, even when the patient is not suited or becomes unwell, it is difficult to see how they would end up with their knees on the foot support: with the person in the correct position they have their knees being blocked onto the knee supports, and even after a sudden loss of leg support they would still be supported at their torso and under their shoulders by the sling. Therefore it appears the IFU may not have been followed on numerous points or at not followed at all. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no device deficiency found and from that perspective the system was up to specification at the time of the incident. When the IFU would have been followed and the professional assessment of the patient before transfer would have been provided before transfer, the event would have been avoided. In order to preclude similar incidents from reoccurring, the post incident re-training will be suggested to the involved customer facility caregivers.